Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 534 mg/dl, 118 mg/dl, 128 mg/dl, 124 mg/dl and 230 mg/dl. Customer has 3 vials of test strips that she was getting the high readings on and 2 were the same lot numbers. Unable to determine which test strips gave which readings. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.